Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this kind of event. Device evaluation: visual analysis of the returned device identified: flat creases, yellow particles material was found on the shell and wear abrasion. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Reason for reoperation: capsular contracture, baker grade IV, pain, and device exchange due to patient product concern.

Event description:
Healthcare professional reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient representative reported biocell textured implant caused "pain" and "capsular contracture, baker grade unknown." Patient representative additionally reported "disfigurement," "fear due to increased risk of alcl" and "mental pain and suffering" which are not device related. Additionally, physician confirmed right side capsular contracture, baker grade IV. Device has been explanted. This report is for the right side.